Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump would not restart after repeated attempts, including changing out the system controller. It was reported that after investigating further, the pt did not appear to be hemolyzing; however, it seems as though the pump is off altogether. The vad coordinator tried to get the pump to restart but it only reached 1000 rpm after changing over components. The pt was admitted and started on heparin drip. Review of the log file confirmed that the pump is continuously stopping.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.